Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the hose clamp for the heat exchanger was leaking. Additional malfunctions are the inlet filter was dirty and the zip tie for the manifold was leaking.